Manufacturer narrative:
The customer¿s report that the tubing came apart from the filter was confirmed. Visual inspection of the set noted separated at the engagement between the filter outlet and tubing sleeve. Examination under magnification noted insufficient solvent at the engagement. Functional testing was deemed unnecessary due to the separation. The tubing sleeve¿s outer diameter was measured and found to be within measurement specification. The root cause of the separation is due to insufficient solvent during the manufacturing process.

Event description:
It was reported that the tubing came apart from the filter while connected to a patient. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing came apart from the filter while connected to a patient. Although requested, there were no further details or information provided and no report of harm.